Event description:
It was reported that one month after implant, the patient developed bacteremia. The implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead, (B)(6) 2013; sedr01 implantable pulse generator, (B)(6) 2013. (B)(4).